Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical support coordinator that recent vent filter analysis showed little to moderate traces of titanium and copper. Waveform analysis revealed that the pump was running within normal limits. The patient was reported to be stable with an intermittent red battery alarm noted. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.